Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference: 3005334138-2020-00276. During a procedure, two sheaths had flared ends and were not able to be inserted into the patient. They were replaced and the procedure was successfully completed with no adverse consequences for the patient. However, there was a 45 minute delay in the procedure due to this issue.

Manufacturer narrative:
One fast-cath¿ transseptal guiding introducer swartz¿ sl transseptal series, sl1¿ 8.5f was received for investigation. The sheath distal tip had been split and bent. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the sheath tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage is consistent with damage during use. The cause of the patient insertion difficulty remains unknown.